Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a damaged sensor. Customer reported that the sensor was damaged during training. Customer's blood glucose at the time of the incident was 74 mg/dl. Product is not expected to return.